Manufacturer narrative:
An investigation was performed and indicated abnormal pcr curves due to possible tube leak, caused a disturbance in background and baseline signal during the run. It was recommended to send the cobas liat (B)(4) back for inspection and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(6). (B)(4)

Event description:
A customer from (B)(6) reported that the cobas® liat® analyzer generated discrepant results, when compared with the results generated from the cobas® liat sars-cov-2 & influenza a/b test with the retest results from the same analyzer and another cobas® liat® system. The results from the retests were all negative. Customer specified that this only happened with one analyzer with different lots, and as a precaution, the analyzer was shut down. No harm is alleged. Six patient results were alleged. Review of the instrument run data confirmed the potential false positive results for patient 1 to 4. The investigation identified abnormal pcr curves due to possible tube leak, caused a disturbance in background and baseline signal during the run and affected the result calling for the 4 samples. For the results of patient 5 and 6, analysis of the cobas liat system showed the system generated a correct negative result, independent of the CT value displayed in the result archive data. It was recommended to send the unit (B)(4) to back to roche for inspection and repair. Six (6) mdrs will be filed.